Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field; three devices had broken/damaged components and four devices had no defect or malfunction. The devices with damaged components were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported there was a cot drop. Six (6) events had patient involvement (4 events had no consequences or impact to the patient, in 1 event the patient experienced pain, and in 1 event the patient sustained an abrasion). One (1) event had no patient involvement.